Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 413.350; lot: l375447; manufacturing site: grenchen; release to warehouse date: april 25, 2017; expiry date: april 01, 2027 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. This implant was manufactured from forging blank 413.350.999 lot 2239629 from supplier sfs intec ag. The raw material was confirmed by the supplier to be correct per the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: grenchen; selected flow: 5. Broken visual inspection: one (1) head of a screw has been received in a non-synthes bag. The article 413.350s is broken at the neck point. The head has strong traces of use on its surface and the shaft was not received. The head has its laser-marking which is readable dimensional inspection: all dimensions measured of the head have fulfilled their specifications according to the drawing. As mentioned before, only the head was received for this investigation, therefore no measurements have been performed regarding to the shaft. However, during the manufacturing process, the relevant features were inspected and documented according to the inspections sheet. Therefore, this screw was manufactured according to its quality standards. Drawing/specification review: a device history record (DHR) review was performed for the affected lot l375447 / work order number 15602127 / article 413.350s. The initial and final lot size was 240 pieces. Neither abnormalities, nor deviations nor nonconformances (ncs) were triggered which could lead to the complaint failure. Material review: the material certificate regarding to the lot l3755447 was requested to sfs since the blanks are received from this supplier. The material certificate was reviewed, and it fulfills its specifications. Summary: the received condition of the complaint agrees with the complaint description since the screw is broken as claimed by the customer. Thus, the complaint is rated as confirmed. However, from the manufacturing point of view, neither a defect nor a deficiency has been identified since no deviations were found in the documentation as well as during this investigation. Since no manufacturing issue was detected this complaint is rated as not valid. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event is an unknown date in 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a high tibial osteotomy on (B)(6) 2018. The patient was implanted with a locking compression plate and a locking screw. On an unknown date after the surgery, it was discovered that the locking screw head was broken off. The revision surgery was performed and only the screw head was removed. Procedure and patient outcome are unknown. Concomitant device reported unknown locking compression plate (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 5.0mm ti locking head screw self-tapping 50mm. This is report 1 of 1 for (B)(4).